Manufacturer narrative:
(B)(4). One ec60a device was returned in good visual conditions and with a green cartridge present. The reload was received fully fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damage is consistent with the device being clamped over a hard object. When this happens, the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated positions with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery with right wedge procedure, on the fourth firing with a green load at the second stroke, the surgeon felt resistance. The surgeon fired through the strokes and when the device was opened, noticed malformed staples on the right side of the staple line. The knife blade looks like it derailed and took a piece out of the cartridge. Another device was used to complete the procedure. No adverse consequences reported.